Event description:
The customer contact reported particulate. The tubing set was being used to deliver lactated ringer's solution. After an unspecified length of time in use, the customer contact reported "a small piece of plastic" was in the drip chamber. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The information on reprocessing of the device was requested; however, no response has been received.